Manufacturer narrative:
Additional narrative: reporter is a j&j employee. The subject device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unspecified date, a socket wrench for veptr nut had failed a torque test during service and repair. There was no patient involvement. This report is for one (1) socket wrench for veptr nut this is report 1 of 1 for complaint (B)(4).